Manufacturer narrative:
The affected parts of the trolley were requested for investigation at manufacturing site. These parts are not received until now. This type of device - i.e also it's trolley in combination with the optional aircompressor - are placed on the market since more than 10 years, no conspicuities or general problems have been reported. The design of the trolley and fixation of castors have been tested and verified during approval of the device. The manufacturer does not conlcude an indication for a design problem on the fixation of the castors. If the requested affected parts become available for investigation, the results will be reported in a follow-up report.

Event description:
It was reported that the left rear castor of the trolly of evitaxl-ventilator fell off during transport. No pt or staff impaired. Device was taken out of svc.